Manufacturer narrative:
The impacted product was received by the failure analysis lab on june 25, 2021. The investigation of the returned device was completed by the failure analysis lab on july 6, 2021. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the breast implant had an area of siltex cracking on the posterior view. Additionally, a tear measuring approximately 0.5 cm was found within the siltex cracking. The evaluation determined that the cause of the deflation is consistent with normal wear. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Siltex cracking is ultimately a result of high stresses. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture/chest injury/rupture/breast mass. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent primary breast augmentation with a mentor siltex round moderate profile 325cc saline prosthesis experienced left sided deflation post procedure. The deflation was though to have been potentially caused by a motor vehicle accident. Additionally, the patient previously underwent lumpectomy on the left breast. Capsulectomy was performed, as it was stated that the tissue had begun to contract. Bilateral prosthesis replacement with 375cc mentor memorygel breast implants was performed on (B)(6) 2021 was performed with capsulectomy.